Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebt1524 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rebt1524) have been reported from the same facility in (B)(6).

Event description:
It was reported that patient, male, (B)(6), was admitted to the hospital by the outpatient on (B)(6) 2018, more than one month after undergoing chemotherapy for his right lung squamous cell carcinoma. During dressing changing on (B)(6) it was indicated after opening the pasted pad that 50 cm of the PICC catheter was inside the patient while 4 cm externally. During catheter maintenance, normal saline flowed out from the 52 cm scale when using 10 ml syringe to inject normal saline for catheter flushing. The catheter was placed from the median vein of the right arm elbow on (B)(6) 2019, with 50 cm internally and 4 cm externally. After obtaining the consent of the patient, the original catheter was removed and a new one was replaced on (B)(6) which increased the burden of peripheral blood vessels.